Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 59mg/dl, and his blood glucose was treated with orange juice. The caller stated that the insulin pump alarmed during the manual prime process. The caller stated that he manually pushed all remaining insulin from the reservoir onto his body in an attempt to treat his high blood glucose before changing the infusion set. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The device was received with missing end cap sticker.